Manufacturer narrative:
Not returned to manufacturer.

Event description:
Unable to walk in the morning [abasia], unable to use the arms properly at all [muscular weakness], did not feel well [malaise], chills [chills], weakness in the legs [muscular weakness], weakness in the joints [asthenia], pain on the skin when touched [pain of skin], used for osteoarthritis in the left shoulder [off label use of device]. This serious, complaint, spontaneous report was received from a consumer in united states. This report concerns a (B)(6) female who experienced unable to walk in the morning, unable to use the arms properly at all, did not feel well, chills, weakness in the legs, weakness in the joints, pain on the skin when touched and used for osteoarthritis in the left shoulder (off label use) during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, 20 mg, weekly, for osteoarthritis from (B)(6) 2017. The patient was reported to have a history of osteoarthritis in both shoulders and had received euflexxa last year (indication not reported). This year she was given 3 euflexxa injections in the left shoulder. She reported that she had injections on (B)(6) 2017. It was reported that by (B)(6) 2017 she did not feel well. Since then and until now she was having chills and stayed at the emergency room for 2 days (treatment received was not reported). Patient reported that she was unable to walk in the morning, unable to use the arms properly at all, experiencing severe weakness in the joints and in the legs, and pain on the skin when touched. The unable to walk in the morning was medically significant. The unable to use the arms properly at all was medically significant. Action taken with euflexxa was dose not changed. At the time of this report, the outcome of all of the events was not recovered. The patient`s medical history was significant for liver problems (from 2009 to unknown stop date). The patient`s past drug therapy was significant for tylenol (from 2009 to unknown stop date). The following concomitant medication was reported: tylenol, nitrofurantoin. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related (implied). Company causality: related. Other case numbers: case number, others = (B)(4). Case number, complaint = (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Argus number: (B)(4).